Event description:
It was reported a patient (B)(6) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis and their pd catheter (not a fresenius product) was removed until the infection cleared. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) revealed the patient was visiting family in (B)(6) and was hospitalized for "severe" peritonitis on (B)(6) 2021. The patient presented to the emergency room (ER) with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a cell count (elevated wbc's, value not provided) were obtained, and the patient was diagnosed with peritonitis. The patient was started on intravenous (IV) ancef (dose not provided) daily x 21 days, and their pd catheter (not a fresenius product) was surgically removed on (B)(6) 2021. Concurrently the patient underwent the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product) and was transitioned to 'back-up' hemodialysis (hd) until the peritonitis has cleared. The peritoneal effluent fluid culture returned positive for methicillin-susceptible staphylococcus aureus, and the patient's IV ancef was increased to 2000 mg. The porn attributed causality to the patient swimming in a public hot tub while on vacation. The pdrn stated the events were unrelated to a fresenius device(s) and/or product(s) malfunction or deficiency. The patient returned home in early (B)(6) (exact date not provided) and began outpatient hd without issue. The patient retained their personal liberty select cycler, as they are tentatively scheduled to return to ccpd therapy in (B)(6). The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).